Manufacturer narrative:
E.1. Full establishment name due to character limit: (B)(6). The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: screen became noised. A root cause could not be identified. Based on the results of the investigation, a definitive cause for the reported event could not be determined whereas the screen became noised occurred due to component failure of the device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the subject device had scope communication error code e216. The issue occurred during service/maintenance. There were no reports of patient involvement.